Manufacturer narrative:
The microcatheter was not returned for analysis, as it was discarded at the site. Therefore, the root cause for the reported event could not be concluded. Since the device was not returned, we are unable to perform further root cause analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful.

Event description:
Medtronic received report that during the cerebral arteriovenous malformation embolization procedure, the microcatheter was delivered to the target location; however, it was noticed that contrast medium was leaked at 10cm from the tip of the microcatheter. The microcatheter was removed from the patient and a leak was confirmed. A new device was used and the procedure was completed without further issue. There was no patient injury.